Event description:
It was reported that during a percutaneous coronary intervention procedure, a balloon rupture occurred. The 100% stenosed target lesion was located in the moderately tortuous and calcified distal right coronary artery (rca). After crossing the non bsc guide wire, the 1.5 x 8 mm apex flex over-the-wire balloon catheter was advanced to the proximal side of the lesion. The apex balloon was inflated the first time to 10 atms and it ruptured. The balloon was successfully removed from the pt and a pinhole was noticed on the balloon. The procedure was completed with a 1.25 non bsc device with no pt complications reported. The pt's current condition listed as "good". This product is only ous approved but is similar to a marketed us device.

Manufacturer narrative:
.